Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead lead experienced a fault code indicating an open lead system. An invasive procedure was performed and the lead system and ICD were found twisted (twiddlers syndrome). The physician elected to implant a new ICD and lead system.